Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had under delivery. The customer¿s blood glucose was over 500 mg/dl at the time of the incident and current blood glucose 370 mg/dl. The customer was treated with bolus and manual injection. The customer reported that they had no delivery alarm. The troubleshooting was performed and vent was resolved by changing complete set (infusion set and reservoir). The customer alleges pump was under delivering because blood glucose was high for two days already. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.